Event description:
The surgeon implanted a cc4204bf lens into the pt's eye. The pt's posterior capsule tore and the lens was removed and replaced with another lens. The pt's prognosis is good and post-op uncorrected visual acuity is 20/50-2.